Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a seroma. Ultrasound results showed a seroma in the pump pocket on 2013-(B)(6). A 110 milliliters (ml) of serious sanguinous fluid was drained form the pump on this date. Examination/palpation on 2013-(B)(6) showed swelling at the abdominal and mid-lumbar incisions. The lumbar incision itched and was reddened and slightly open. There was surgical revision on this date which included exploration of the wounds and evacuation of the seromas. 8 days later ultrasound results showed an abdominal pump pocket seroma. 80 ml of serous sanguinous fluid was aspirated from the pump pocket on 2013-(B)(6). Six days later examination/palpation showed a small pump pocket seroma. Abdominal and midline lumbar incisions were healed and no fluid accumulation was noted on 2013-(B)(6). The event was not related to the device or therapy and was possibly related to the implant procedure. The event severity was noted as mild. The event resolved without sequelae on 2013-(B)(6). As of 2013-oct-28, the system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).